Event description:
Customer reports one incident of a patient reaction during one week in 2001. Customer thought pt may have required hospitalization but was unsure. Despite several attempts to obtain further info on this incident, no further info has been provided.